Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 200 units and remained static. Reportedly, the cartridge was filled with 250 units of insulin. Blood glucose level ranged from 300-400 (mg/dl). Review of the pump data logs showed that the insulin gauge decreased as intended with bolus requests. In addition, the customer reported that the insulin gauge began to decrease as expected.